Event description:
A surgeon reported that metal particles on the phacolance as well as on the knife were visible in the cut. The particles could not be rinsed out and so they remained in the cut. The patient impact is unknown. This case is for the patient who underwent surgery on (B)(6) 2014. Additional information has been requested but not received but not received to date. This is one of two medical device reports being filed for this facility.

Manufacturer narrative:
Evaluation summary: still waiting for the complaint sample for decontamination and evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint could be reviewed. A final determination of whether or not product malfunction occurred will be made at the conclusion of the investigation after the sample has been evaluated. The root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).